Event description:
During initial set-up, noted a small leak on the floor underneath the membrane oxygenator as primed heart-lung machine. On closer inspection, noted prime fluid was leaking from membrane. Replaced membrane oxygenator with same type from a different lot #. Re-primed and used for the case. These events occurred before patient entered room and did not affect timing or progression of surgery.